Manufacturer narrative:
It was reported the customer did not change infusion set site enough, subsequently there was poor absorption with the infusion set.

Manufacturer narrative:
Infusion set is not a tandem manufactured product. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified issue occurred with the infusion set. Subsequently, the customer was hospitalized for elevated blood glucose (value not provided). The customer declined to provide further information regarding the event and declined troubleshooting with tandem technical support.